Event description:
On (B)(6) 2013, the patient contacted animas in response to a letter. During that conversation, he alleged that he is not sure if the pump is delivering insulin properly. Last week he went to the ER because of high blood glucose (bg) levels. He said that he has been receiving error messages and call service alarms on his pump more than usual. Patient did not have pump in hand at time of call. Customer support advised him to see his physician and to call back when he has the pump. Animas has made multiple unsuccessful attempts to contact patient to troubleshoot the pump. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/24/2014 with the following findings: the complaint was not duplicated during testing. Information from the reported date of (B)(6) 2013 is overwritten in the black box, tdd add up correctly and reflect the programmed basal rate, no unusual alarms are observed in/ the alarm history -the pump powers ¿on¿ and/ displays ¿verify¿ screen and passed ¿ez-prime¿ steps and exercised for 24h correctly. No alarms occurred during the duration test. The unit passed a delivery accuracy test. The device performs within specifications. Unrelated to the complaint, the display has a reddish tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.